Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. Reason for reoperation: rupture and ¿breast implant illness¿.

Event description:
Patient's representative reported "rupture of both devices. Patient is diagnosed with ¿breast implant illness¿ and due to this has gone through 5 surgeries, has physical and psychological consequences, polyneuropathies, paresthesia, and multiple chemical sensibility." This relates to left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
The device has been explanted and replaced with a non- allergan device.

Event description:
Patient's representative additionally reported left side " patient has a benign nodule on left breast" the event is not device related.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, b6, h6. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient's representative reported left side "rupture of both devices. Patient is diagnosed with ¿breast implant illness¿ and due to this has gone through 5 surgeries, has physical and psychological consequences, polyneuropathies, paresthesia, and multiple chemical sensibility." Patient's representative additionally reported left side " patient has a benign nodule on left breast" the event is not device related. Later seroma of the left preimplant was noticed. The device has been explanted and replaced with a non- allergan device.